Manufacturer narrative:
Result: cracked head left side rail panel.

Event description:
It was reported by service report that the head left siderail panel was cracked with fluid intrusion. No patient involvement or adverse consequences were reported.